Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent came off the balloon. After predilation of an unspecified, complex, tortuous and calcified vessel, the physician attempted to advance a 3.0x16mm taxus liberte' drug eluting stent, but could not move the stent delivery system (sds) forward across the lesion. The physician pulled the sds back. When the sds was outside of the patient, the physician removed the stent from the balloon and felt that it came off the stent catheter too easily. The lesion was dilated again and another taxus stent was used to complete the procedure. The patient condition was ok and there were no patient complications reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been received for analysis at the analysis site as of the date of this report.